Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Post surgery it was found that the surgeon had placed the non invasive patient tracker on an area that was not prepped well and had some hair which lost the adhesion to the skin causing inaccuracy. System is in good working order and no issues. This was user error. The surgeon has been re-trained on proper prep and placement of the reference frame to avoid any recurrence of this issue. A full navigation system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a cranial resection procedure, the navigation became inaccurate. It was reported that the non-invasive patient tracker (reference frame) moved, causing the reported inaccuracy. Part of the non-invasive reference frame was adhered to an area with some hair which allowed blood to get behind it and lose its adhesion. Medtronic navigation was discontinued because of this issue. The surgery was reportedly at a point where navigation was no longer necessary, so the procedure was completed successfully without the use of the system. The was no delay to the procedure and the patient was not impacted.